Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (1mg/ml concentration at 0.15mg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient experienced increased pain for the past 6 months or so. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. There was negative flow upon aspiration. The catheter was over 20 years old, so the hcp decided that the best course of action was to tie off the old catheter to prevent a tear in the dura, due to the length of time the catheter had been implanted. It was then replaced with a new catheter. The issue was reported to be resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6)2001 explanted: (B)(6)2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 21-feb-2003, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.